Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon ruptured during the first inflation and was completely removed from the patient's body.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The eccentric, de novo target lesion was located in the non-tortuous and non-calcified mid right coronary artery (rca). A 3.50mm x 20mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.